Event description:
It was reported that the ilet suspended automated dosing after a dexcom g7 continuous glucose monitor (cgm) pairing failure and a bg run expiration when the user did not start a new sensor, with the user reporting a high blood glucose on a glucometer. Symptoms included hyperglycemia (400 mg/dl) without reported clinical manifestations or need for medical care. Outcomes included temporary interruption of automated insulin dosing until the cgm was re-paired. Investigation included remote technical troubleshooting and user education. Investigation of this case revealed that the dexcom g7 was concurrently paired to a receiver and the dexcom app, contributing to pairing failure with the ilet, and that toggling g6/g7 settings, re-entering the sensor code, shutting down the receiver, and re-pairing restored cgm connectivity and dosing. It was concluded that the event was attributable to cgm pairing configuration and user setup, with device function restored after guided troubleshooting and education.